Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had an infection and the ins was removed. The patient¿s ins was eroding through the skin and was infected and was removed as a result of the infection. The ins was discarded and a new ins would be placed in the future. There were no further complications reported.